Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant products: 5076-52 lead, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had a divide by zero reset. The device was interrogated with a programmer containing the firmware update software. The device remains in use. It was also noted that several months prior there had been a lead impedance alert on both the left ventricular lead and the atrial lead for impedance out of range. Both leads remain in use. No patient complications have been reported as a result of this event.